Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned to zoll for evaluation. Our review of the data found that the device performed five active ECG analyses during the event. The first four analyses resulted in a "no shock advised" determination and the fifth analysis resulted in a "shock advised" determination. For the analysis in question, all three segments matched for ventricular fibrillation. All three segments had very low percentage of deflections with similar amplitude from the isoelectric line. While rhythm appears to be organized to the eye, the analysis algorithm measured enough variability between detected peaks and variability in their spacing that a result of shock advised was given. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.